Event description:
Olympus received a report from a user facility, stating two patients had developed carbapenem-resistant enterobacteriaceae (cre) following endoscopic retrograde cholangiopancreatography (ercp) procedures 2 days apart that used the same scope. Patient 1 had an ercp (B)(6) 2020 and patient 2, had an ercp on (B)(6) 2020. The scope was not used on any other patient in between these two patients. Both isolates were sent for genomic analysis and have matching chromosomal patterns. The user facility suspects that transmission occurred either via duodenoscope or through shared caregivers. The scope was double manually cleaned and double high-level disinfected between patients as is their usual process. All the 140 series scopes were sent through eto sterilization, per facility protocol, and were not cultured prior. The jf-140f scope has been quarantined at the user facility. No additional information could be provided by the user facility regarding the treatment of the infections in either patient. A review of the service history indicates the scope was purchased on (B)(6) 1998 and has received two services in the last year. These repairs were not related to any positive patient or scope cultures, and the scope was last repaired on (B)(6) 2019 for a sheath fail. As part of the investigation, an endoscopic support specialist (ess) went onsite to assess the user facility's reprocessing practices. During the observation, ess observed the customer not removing scope from water following leak testing. Only the connector is removed. No other deviations were noted. The user facility has new staff members reprocessing the scopes. Additionally, a reprocessing in-service was conducted on a jf-140f with the customer. The in-service included all cleaning, disinfection and sterilization information that is contained in the olympus manual. In-service was also provided to one new staff member and scheduled another staff member for in-service on a different day to ensure all new staff members are trained properly. This report captures patient 2.